Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not fully power on. The customer reported there was no patient involvement.